Manufacturer narrative:
The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump experienced a touchscreen unlock slider malfunction where the screen and sleep/wake button responded, but the device could not be unlocked despite multiple attempts by different users. Symptoms included no reported adverse clinical effects and blood glucose was reportedly not affected. Outcomes included a return to backup therapy and continued cgm use while awaiting a replacement device. Investigation included customer service assessment, device shutdown attempts, battery depletion and recharge, and review of known bug history. Investigation of this case revealed a known software-related user interface failure of the touchscreen unlock function; a replacement device was arranged and the original was requested for return. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved software issue affecting the device¿s user interface.